Event description:
Flair stent graft deployment device broke during stent placement procedure. Stent failed to deploy. Stent deployment device was sucessfully removed from patient. New stent (same type) placed in patient without difficulty.